Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a small middle abdominal hernia coincident with automated peritoneal dialysis therapy. The hernia occurred after beginning automated peritoneal dialysis therapy but it was not reported if the hernia had worsened with ongoing peritoneal dialysis therapy. Eleven days after the hernia diagnosis, the patient underwent a hernia repair procedure. Dianeal therapy was ongoing. The patient is recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.